Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified posterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported.